Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced vomiting and dizziness. At that time, the cgm reading was 171 mg/dl. The patient was transported to the hospital by their daughter. Upon evaluation at the hospital, a fingerstick blood glucose measurement indicated a level of 682 mg/dl, while the cgm continued to display 171 mg/dl, reflecting a discrepancy. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient received treatment including placement of a PICC line, intravenous insulin, and administration of magnesium, potassium, and lactated ringer¿s solution. Additional diagnostic testing, including electrocardiogram (EKG) and blood work, was performed. The patient was discharged after two days of hospitalization. No additional medical evaluation or intervention was documented following discharge. At the time of reporting, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm reading was 171 mg/dl. The reported glucose values fall within the c zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.